Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with cracked case on the back at the battery tube area, cracked lcd window and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer did not provide their blood glucose value at the time of the incident. The customer did not provide information on events leading up to the incident. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.